Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 468 mg/dl and was requesting sample infusion sets because of bent cannula caused by hardened tissue. Customer was assisted and educated on cannula lengths and insertion.